Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('scheduled for (B)(6)') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation ("ablation") and experienced tooth disorder ("mine seem to be mostly on the bottom/front teeth are going bad"). The patient was treated with surgery (hysterectomy) and one tooth pulled. At the time of the report, the medical device removal, tooth disorder and endometrial ablation outcome was unknown. The reporter considered endometrial ablation, medical device removal and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: tooth disorder, medical device removal, endometrial ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event I m scheduled for april 22nd serious incident event added and case upgraded and ablation added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('scheduld for april 22nd') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation ("ablation"), experienced tooth disorder ("mine seem to be mostly on the bottom/front teeth are going bad") and was found to have weight decreased ("I lost 40 lbs after my hysterectomy to have it removed"). The patient was treated with surgery (hysterectomy) and one tooth pulled. At the time of the report, the medical device removal, tooth disorder, endometrial ablation and weight decreased outcome was unknown. The reporter considered endometrial ablation, medical device removal, tooth disorder and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : tooth disorder, medical device removal, endometrial ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('scheduled for (B)(6)") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation ("ablation"), experienced tooth disorder ("mine seem to be mostly on the bottom/front teeth are going bad") and was found to have weight decreased ("I lost 40 lbs after my hysterectomy to have it removed"). The patient was treated with surgery (hysterectomy) and one tooth pulled. At the time of the report, the medical device removal, tooth disorder, endometrial ablation and weight decreased outcome was unknown. The reporter considered endometrial ablation, medical device removal, tooth disorder and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : tooth disorder, medical device removal, endometrial ablation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received : the event "I lost 40 lbs. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.